Event description:
While the ventilator was connected to a pt the unit lost power. There were no alarms activated and the safety valve did open. There was no injury.

Manufacturer narrative:
The device was evaluated on site by the customer. Three fuses were replaced. The device was then returned to the MFR for further evaluation. The reported problem could not be reproduced by the MFR. The device functioned within specifications and has been returned to service. A general field modification has been issued concerning the fuses f1, f3, and f4.